Event description:
Report received of an incident involving a clave extension set that leaked at the option-lok. It was reported that the threads on the option-lok spin collar were backwards. It was reported that the patient came to the nuclear medicine department for an exercise treadmill test. The patient had an existing 24 gauge peripheral IV access with a clave port attached upon arrival to the department. The technician attached the clave extension set to the patient IV access and started an infusion of cardiolyte. At an unspecified time during the infusion, the cardiolyte leaked from the option-lok, resulting in the spillage of radioactive material. The infusion was stopped. There was no report of the radioactive material coming in contact with the patient or technician. The room was closed for three days for decontamination. The patient's test was completed the following day. There was no report of patient harm or adverse patient effect. Although requested, no additional information was available.